Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining higher than expected troponin (accutni) results within the risk stratification range for eight (8) patients generated by the unicel dxc 600i access immunoassay system. Repeat testing of the samples was performed on the same instrument and produced similar elevated results inside the same clinical category for each of the patients but outside of the assay's stated precision claim of 8%. Subsequent testing on an alternate methodology, for two of the patients produced discordant lower results within the normal reference range and a similar elevated result for the third patient. The repeat results, including the results obtained from the alternate methodology, were not reported out of the laboratory. The affect, if any, to the patients is unknown at this time.

Manufacturer narrative:
Per the customer technical service (cts) supplied notes, the accutni samples were collected in plasma tubes with a gel separator and centrifuged for 5 minutes at 4000g. Both levels of the customer supplied accutni qc charts were reviewed. All qc values were within 1-2 sd of the customers established means prior to the event. However, the customer obtained failing accutni qc results after the event. Per the customer supplied accutni calibration curve, dated prior to the event, showed that the curve was accepted as passing and had acceptable %cvs. The customer indicated that a routine system check was performed the morning of the event and passed within the instrument's specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced all of the peri-pump tubing due to discovering that one of the tubing was clogged. The origin and nature of the clog is unknown. The fse then performed a routine system which passed within instrument specifications. The root cause of the event was a clogged aspirate probe tubing. The customer has instituted a repeat protocol in their laboratory to catch falsely elevated accutni results. The protocol consists of visually inspecting any accutni result that is greater than or equal to 0.1ng/ml. If the sample appears "fine" then the technician repeats the sample in the primary tube. If the sample's integrity is in question then the sample is aliquoted, re-centrifuged and reanalyzed from an aliquot tube.